Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving sufentanil (500 mcg/ml at 49.96 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. It was reported the pump was not working. The home care nurse determined there was an issue with the pump, noting the pump was not working, alarming, and the patient had increased pain so she sent the patient to the emergency room (ER) on the date of this report. The patient had symptoms of withdrawal. Upon initial interrogation, the pump was in safe mode and minimum rate of 3.07 mcg/day. The logs showed on (B)(6) 2015 at 20:53 a reset occurred - low battery and the pump in safe state. The patient had symptoms of diarrhea, sweats, and leg restlessness (described as "jumpy") with increased pain. The back pain had gotten worse and was 10/10. The patient took an old pill of norco without relief. A single bolus was administered; the patient was monitored for one hour and interrogated again, with the patient denying any relief. The patient was advised to go to the ER at that time for symptom management. The patient also had the following symptoms: sweats, sleep disturbance, anxious, and pain described as aching, stabbing, cramping, and constant. The patient was referred to a physician and the pump was refilled and the critical alarm was turned off. The patient followed up with a surgeon to have the pump replaced the following week. The cause of the pump malfunction was undetermined at this time. If additional information is received, a follow-up report will be sent.

Event description:
The following information was previously reported in MFR report number: 3007566237-2015-03302 the health care provider (hcp) reported that the patient was inthe emergency room with a safe state, low battery and reset that occurred on (B)(6) 2015. The personal therapy manager (ptm) displayed 8474. The patient was symptomatic (beginning on (B)(6) 2015). If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the pump was to be replaced on (B)(6) 2015. The patient was still symptomatic but the hcp was certain that the symptoms would be resolved after the replacement. Additional information was received from a company representative. Per the representative, the pump went in to a low battery with a reset and safe state on (B)(6) 2015. On (B)(6) 2015 they refilled the pump and updated it but the pump did not go back in to the safe state reset low battery again. The doctor still decided to replace the pump on (B)(6) 2015.

Event description:
Additional information received from a healthcare provider (hcp) reported that the personal therapy manager (ptm) would turn on, but when the bolus button was pressed, it exhibited a triangle with an exclamation point. This issue reportedly occurred when the pump had the reset (as previously reported). The pump was never returned because the hospital would not release the pump for return.